Event description:
It was reported that this pacemaker system declared a lead safety switch (lss) on the rv lead due to high pacing impedances, measuring greater than 2000 ohms. Noise occurred when the rv lead was in the bipolar configuration and was reproduced with isometrics. The impedances were 427 ohms in the unipolar configuration. The patient's rv lead is a non-boston scientific product. The patient was referred to a cardiologist. This pacemaker system remains in service. No adverse patient effects were reported.